Event description:
It was reported that the balloon was difficult to remove from the stent and balloon detachment occurred. The patient presented with st segment elevation myocardial infarction (stemi). The target lesion was located in the moderately calcified left main artery and left anterior descending artery. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment and deployed. However, after deflating, the balloon got stuck, and the physician pushed forward the catheter multiple times to get the balloon un-stuck, before finally succeeding. The device was removed from the patient with the guidewire, and the balloon was noted to be ripped apart. The original device was implanted, and while there were no patient injuries reported, the patient died. The patient was very agitated and did not collaborate with the cardiac catheterization laboratory team. The physician did not attribute the patient death to the synergy malfunction.